Manufacturer narrative:
(B)(4). The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information the steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report resistance felt during removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the left atrium. When the cds was advanced for straddling, the sgc needed to be turned over 180 degrees to get a normal fluoroscopy view. It was determined that the sgc had an abnormal angle; therefore, the decision was made to replace the device. During removal of the cds, resistance was noted with the sgc tip. The cds was advanced back and forth a few times, and the cds was removed. The sgc was then removed, and it was noted that the soft tip was torn. A new sgc was successfully used with the same cds. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and the reported difficult to remove clip delivery system (cds) appears to be related to procedural conditions/ user technique as the clip got caught on the guide tip upon removal, resulting in multiple attempts required to successfully remove the cds. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.